Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathies. It was reported that the ins recharger antenna was damaged and that the ins recharger was showing a 376 error code. The patient stated that their "stimulator was not working" but was referring to the error code. It was also noted that the patient's insr screen was blacking out and not allowing them to charge, and it was reviewed that the 376 error code could cause the screen to shut down. A new antenna was sent to the patient and it was reviewed how to clear the eri code. No patient complications/symptoms were reported. Additional information was received from the patient who reported stimulation fades in and out and it was getting harder to charge. The patient reported they received a new cord but still was having issues. No further complications reported at this time and/or anticipated.